Event description:
It was reported that the pump touch screen had pixel issues, affecting the customer's ability to interact with the pump. There was no adverse impact to customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.